Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about 6 challenger shafts and handles, several clip magazines and one carbon dioxide cartridge. During the surgery the clips overlapped inside the magazine and they came off. The splenic artery was injured. The surgery was prolonged for 20 minutes due to the suture of the artery and to recover the clips from the body. Measurements regarding maximum resistance at feed, back hub reserve, jaw wideness, optical impression and functional testing were done. All provided clip magazines were used for the tests. The device history record of the manufacturing records were reviewed and found to be according to the specifications valid at the time of production. There is no indication for a systematical manufacturing error. The shafts were numbered (1 to 6) for evaluation purposes: all shafts display insufficient lubrication, this failure is user related. The piston force of handles 1, 3 and 4 is too high. The spring tongue in one cartridge receptacle is aborted at handle 5. The jaw of shaft 6 is too wide. Shafts 2, 3 and 5 were over-brushed. Failures, other than inadequate lubrication, are most likely production related. This is the root cause of the jamming clips. The jaw width is tested after production, the inaccurate jaw is a failure that is user related. The heavily brushed jaws occurred during repair. All departments involved will be notified and any corrective training will be completed. No further action is required at this time.

Event description:
Additional components were received for evaluation.

Event description:
Country of complaint: (B)(6). During the procedure the clips overlapped inside the blister and they come off causing the tearing of the splenic artery. The procedure was delayed by 20 minutes to the suture of the artery and to recover the clips from the body. Additional product in use: pl606r / multif.clip appl.ti-p 10/370mm f/ml-clip. Additional lot numbers of pl579t returned: 52037159, 52075910, 52073835, 52034824.

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation is ongoing at manufacturing site.